Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011. During the procedure, as the surgeon was reaming the femoral canal, the tabs on the t-handle fractured. There was no delay in the surgery and no foreign bodies were retained by the patient.

Manufacturer narrative:
A decision was made to recall the product. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.